Manufacturer narrative:
D10: 02-012-35-2011 - logic tibia ps mod insrt sz 2 11mm. 02-010-01-0320 - logic femoral ps cem right sz 2. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right tka (total knee arthroplasty). Subsequently, the patient reported having delayed wound healing over the patella. They also experienced erythema and redness. Pico dressing was applied to the affected area. The surgeon prescribed flucloxacillin although the patient was not infected. Follow up states the issue is considered resolved. No further information available.